Event description:
Additional information received from the physician/author stated: 1) medtronic product did not cause or contribute to the observed deaths or adverse events, and 2) the mean patient weight was 73.1 kg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: reiter et al. Intraprocedural dynamics of cardiac conduction during transcatheter aortic valve implantation: assessment by simultaneous electrophysiological testing. Heart rhythm. 2021 mar;18(3):419-425. Doi: 10.1016/j.hrthm.2020.10.018. Epub 2020 oct 23. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding intraprocedural dynamics of cardiac conduction during transcatheter aortic valve implantation (tavi). All data were collected from a single center between january 2017 and january 2019. The study population included 108 patients (predominantly female, mean age 80.1 years), 73 of which were implanted with a medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all patients, one death occurred within 30 days due to severe ischemic stroke. No further details were provided on this death. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: ischemic stroke, severe paravalvular regurgitation requiring intervention, dissection of the right femoral artery requiring intervention, and conduction disturbances (first-degree atrio-ventricular block, complete heart block, right bundle branch block, left bundle branch block) some of which required a permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.